Manufacturer narrative:
The device was returned and investigated. The reported gripper actuation issue was not confirmed via returned device analysis. The discrepancy between what was reported (gripper actuation issue) and what was observed (no issue) was likely due to a combination of varying amounts of tension felt by the device during the prep versus the returned product analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified a lot-specific product issue. Based on available information, a cause for the reported gripper actuation cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed for gripper actuation issue. It was reported that during device preparation, the clip delivery system (cds), one gripper did not drop all the way. Several attempts were made, but the gripper would not drop all the way. The grippers would raise appropriately. The device was not used and there was no patient involvement or a clinically significant delay in procedure. No additional information was provided regarding this issue.